Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was hospitalized from (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 43mg/dl. The customer reported having symptoms of , the customer was/not wearing the insulin pump at the time of hospitalization. Customer was treated with glucose tablets, intravenous fluids and crackers. No significant event leading up to the incident was mentioned.